Event description:
A patient reported they could not get a bolus, and the yellow light was not coming on. The batteries were taken out, reinserted, and the patient tried again. The patient noted that he used the ptm a couple of times yesterday, but today it started having this problem. The patient tried to get a bolus again, and they got a bolus denied screen. They reported seeing an error code of 8473 on their ptm, which was indicated to represent a critical alarm. It was recommended that the patient contact their doctor right away. The patient noted they had an appointment with their doctor on (B)(6) 2013, the day after the report. The medications used within the system were baclofen and dilaudid. A healthcare provider later reported that a low battery reset occurred and the pump was in safe state. On (B)(6) 2013, the patient was put on oral baclofen and they were being successfully managed. After that time frame, the patient started to become more agitated. On the night of (B)(6) 2013 and morning of (B)(6) 2013, the patient was having mental status changes. The doctor mentioned increased cpk¿s and that their ¿renal function was bumped a little¿. The representative later reported the pump was being replaced on the morning of (B)(6) 2013 and would be sent back for analysis. The pump¿s eri was noted to be in 11 months. The representative later reported that the pump stopped. The attached logs did not confirm that the pump stopped. They confirmed the pump reset and was in safe state.

Manufacturer narrative:
Product ID: 8832, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, lot# n181899005, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
An hcp later reported that the patient had not heard the alarm beeping. The alarm was previously noted to have been heard by the patient's hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed high battery resistance.

Event description:
A healthcare provider (hcp) later reported the medications used within the system were compounded baclofen and dilaudid. They noted an emergent pump replacement occurred on (B)(6) 2013 due to premature battery depletion. The patient experienced baclofen withdrawal requiring three days in the intensive care unit. They had a good recovery. They were in a rehabilitation hospital for one week, and they were sent home. The hcp noted the patient required hospitalization, and their outcome was noted to have been a serious life threatening injury/illness. They recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.